Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that feels like their teeth are going to fall out, their teeth are shifting too quickly and they are not able to continue use of the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.